Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology 95% stenosis). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology 95% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent in a target lesion located in the rca and exhibiting 95% stenosis. The lesion was pre-dilated but the device could not pass the lesion. Device was prepped with no issues noted prior to use. No resistance was noted at the lesion. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements, however the 7th, 8th, 9th and 10th proximal segments are deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).